Event description:
Reporter indicated that a vns pt underwent generator replacement surgery due to normal end of service. During surgery, it was discovered the pt's lead pins were inverted in the generator. The pt's lead was connected correctly to a new generator and the pt experienced tachycardia during diagnostics testing and asystole when the device was programmed on later in the surgery. The device was then programmed off and the pt became stable. X-rays reviewed by the MFR revealed no anomalies. Good faith attempts to obtain additional info have been unsuccessful to date.